Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine implant that this right ventricular (rv) lead was repositioned multiple times, causing perforation and pericardial effusion. The rv lead was successfully implanted. The physician reported the patient heart rate increased, and blood pressure dropped. An ultrasound confirmed fluid in the pericardium and patient went into cardiac tamponade. The blood around the pericardium was drained, and the patient stabilized. The rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported during a routine implant that this right ventricular (rv) lead was repositioned multiple times, causing perforation and pericardial effusion. The rv lead was successfully implanted. The physician reported the patient heart rate increased, and blood pressure dropped. An ultrasound confirmed fluid in the pericardium and patient went into cardiac tamponade. The blood around the pericardium was drained, and the patient stabilized. The rv lead remains implanted. No additional adverse patient effects were reported.